Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using the proglide device after a coronary interventional procedure. Reportedly, two proglide devices were attempted but the knots on both devices would not tie/cinch down. The physician indicated that the knot felt as though it was "going down fine" and he expected a seal. On both, however, he had "geysers" of blood from the groin. An additional proglide was used to achieve hemostasis was not provided. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide referenced, is being filed under a separate medwatch report number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported knot would not tie/cinch down was not confirmed. Only the body of the device was returned; the suture, plunger, link and cuffs were not returned for evaluation. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.